Event description:
Medtronic received information that this bioprosthetic transcatheter valve, implanted for six months, exhibited stenosis that was identified via echocardiogram performed after the patient developed symptoms of exercise intolerance. The valve leaflets were found to be thickened with decreased mobility. The high gradients were successfully reduced with a balloon valvuloplasty and the valve remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.